Event description:
Patient presented to the ed yesterday with a chief complaint of receiving a single shock from her aicd in the morning while at rest. She also complained of left-sided chest pain. The ep np was called to consult. "Interrogation of the defibrillator revealed high impedance on the right ventricular (rv) wire, which is indicative of a fidelis lead fracture. The device was deactivated to prevent any further inappropriate shocks and external defibrillator pads were placed. She will undergo an rv wire revision and likely generator change." The lead was capped and remains insitu. The patient's outcome was satisfactory and she was discharged to home. ====================== manufacturer response for lead, sprint fidelis (per site reporter)======================manufacturer has recalled this product, at this point.